Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The receiver download failed unable to get receiver to communicate with the dexcom global receiver communication tool. - "call tech support error err69" error message was observed on screen of the receiver. The root cause of the receiver complaint is undetermined because of the occurrence of the call tech support error err69 the root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.